Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited an abrupt change to high out-of-range shock impedance measurements greater than 200 ohms. Shock impedance trends were otherwise stable in the 40-50 ohms range. Device and lead evaluation in clinic revealed the following measurements: coil to coil = 106 ohms, right atrial (ra) coil to can = 100 ohms, and rv coil to can = 58 ohms. There was no evidence of lead integrity concerns at this time, and no noise was observed on electrograms (egms). It was suspected that the abrupt change in shock impedance measurements was attributed to the device-lead spring contact interaction. This crt-d system remains in service. No adverse patient effects were reported.